Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient needed an MRI and wanted to know if they could have an MRI. Reviewed. Patient reported the device was not working as good as the old one: patient could go about 3 weeks on a charge with the previous implant and with intellis pt the charge only lasted a day. Patient said they quit using the device because they could not sit on the charger every day. It had been like this since implanted. Patient had not charged the device. Reviewed pt will need to go into MRI mode. The controller did not power up on the call because pt had not charged it. Instructed pt to plug the controller in the wall and it started charging. The screen was prompting pt to set up for implant. Instructed patient to charge the controller first, then follow up the set up process, charge the implant and go into MRI mode. Patient will call back if they need further assistance.